Event description:
The lay user/patient contacted lifescan in 2007, and alleged that her one touch ultra meter was reverting to the setup mode. This complaint is classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on the event date, at 1:00 pm. She further reported that she felt sweaty and took a decreased dose of insulin (took 2 units instead of 4 units of novolog). The patient did not receive/require any medical treatment/intervention. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. It was determined that this issue occurred immediately after removing/replacing the battery. The patient was walked through resolving the issue. This complaint is reported because the patient alleged that the meter was reverting to the setup mode (issue was resolved) and felt symptom of low blood glucose. She took a decreased amount of insulin. Replacement product was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.